Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. While engaging the laa with a watchman truseal access system, the patient had an episode of rapid ventricular response (rvr) and her blood pressure dropped. The procedure continued and the patient was monitored. The transesophageal echocardiogram (tee) was surveyed to watch for a pericardial effusion. The anesthesiologist obtained a 4 chamber view of the heart and did not detect a pericardial effusion. The patient's rhythm corrected, but their blood pressure did not improve, so the anesthesiologist treated the patient. The procedure continued and a 30mm watchman closure device was deployed. They again checked for a pericardial effusion and the anesthesiologist obtained a 4 chamber view of the heart and again did not detect a pericardial effusion. The anesthesiologist then performed a sub gastric view of the heart and found a moderately large pericardial effusion with tamponade. The physician performed a pericardiocentesis which removed approximately 460cc of fluid from the pericardial space. The patients pressure returned to her baseline, so the closure device was released. The patient was sent to the intensive care unit (ICU). No other intervention was needed. The patient has been stable since and was discharged from the hospital.